Event description:
Information received from the field notes that measurements taken one day post implant gave readings of 2.54v, 17ua and <1 kohms, with a magnet rate of 88.3 ppm. The following day, a software download was successfully performed, but multiple readings gave measured data as 2.60v, 2.61v, and 2.62v. Current drain readings ranged from 26ua to 31ua. The device operated normally in the bipolar configuration. The patient is not pacemaker dependent.